Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine check on the implantable cardiac monitor, the device exhibited loss of bluetooth connectivity. Troubleshooting was performed and connectivity was successfully restored. There were no consequences to the patient.